Manufacturer narrative:
This is their backup unit. This did not occur during setup, they were just checking the unit out to make sure it was in proper working order. The user facility's biomedical engineer (biomed) had charged the system and the field service representative (fsr) verified the batteries were fully charged. The fsr also verified that customer had unintentionally left the system running on battery, which depleted the batteries and caused the reported issue. The fsr confirmed the battery operation of the system. Due to the unknown damage which may have occurred to the batteries during the discharge, the fsr decided to install new batteries and tested the battery module. The fsr reassembled the system, confirmed operator settings and finished testing on the base. The unit operated to manufacturer specifications and was returned to clinical use. The suspect parts was returned to the manufacturer for further evaluation. The reported complaint was not duplicated during laboratory evaluation. The batteries were received in a fully charged condition. The batteries passed load testing as described in the instructions for use (IFU), with no indication of failure or damage. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during the user of the device for a non-clinical activity, the perfusion system would not go on backup battery. The customer resolved issue with the assistance of technical support, by cycling on/off switch and that reset the charging system. There was no pt involvement.